Event description:
The customer reported to beckman coulter (bec) that the coulter ac *t diff 2 analyzer was generating a system error 4 and the diluent reservoir was overflowing. The volume of the leak is unknown and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse had observed the source of the leak was the diluent reservoir overflowing. The fse replaced the reservoir and reboot the computer. Following the repair, controls were run successfully and without incident. The cause of the leak was the diluent reservoir. (B)(4).